Event description:
The patient received a 2.5 x 18 mm cypher select stent in the intermediate ramus and a taxus stent in the left circumflex. Approximately two years later, the patient felt discomfort. Angiography revealed restenosis in the intermediate ramus and the cypher stent was broken into two parts. The patient was treated with drug therapy. The physician thought it was a little vessel and did not take other action. The patient is in hospital. The stent was still implanted and just video will be returned for evaluation.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.